Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 24-nov-2017. The most recent information was received on 26-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhagic menstruation") in a female patient who had essure (batch no. C26959) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pruritus ("itching"), fatigue ("chronic fatigue"), malaise ("daily land-sickness"), memory impairment ("memory more than deficient"), abdominal pain upper ("stomach pain"), alopecia ("hair loss"), balance disorder ("loss of balance"), vulvovaginal mycotic infection ("vaginal mycosis every month"), hyperhidrosis ("sweat more significant"), arthralgia ("significant articular pain"), loss of libido ("loss of libido") and gastrointestinal disorder ("significant intestinal problems"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, pruritus, fatigue, malaise, memory impairment, abdominal pain upper, alopecia, balance disorder, vulvovaginal mycotic infection, hyperhidrosis, arthralgia, loss of libido and gastrointestinal disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, alopecia, arthralgia, balance disorder, fatigue, gastrointestinal disorder, hyperhidrosis, loss of libido, malaise, memory impairment, menorrhagia, pruritus and vulvovaginal mycotic infection with essure. The reporter commented: since essure removal she started to recover - a lot of symptoms regressed or resolved. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: result was not provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-jan-2018 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 581 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 26-dec-2017: similar incident listing attached and case updated accordingly. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 24-nov-2017. The most recent information was received on 26-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhagic menstruation") in a female patient who had essure (batch no. C26959) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pruritus ("itching"), fatigue ("chronic fatigue"), malaise ("daily land-sickness"), memory impairment ("memory more than deficient"), abdominal pain upper ("stomach pain"), alopecia ("hair loss"), balance disorder ("loss of balance"), vulvovaginal mycotic infection ("vaginal mycosis every month"), hyperhidrosis ("sweat more significant"), arthralgia ("significant articular pain"), loss of libido ("loss of libido") and gastrointestinal disorder ("significant intestinal problems"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, pruritus, fatigue, malaise, memory impairment, abdominal pain upper, alopecia, balance disorder, vulvovaginal mycotic infection, hyperhidrosis, arthralgia, loss of libido and gastrointestinal disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, alopecia, arthralgia, balance disorder, fatigue, gastrointestinal disorder, hyperhidrosis, loss of libido, malaise, memory impairment, menorrhagia, pruritus and vulvovaginal mycotic infection with essure. The reporter commented: since essure removal she started to recover - a lot of symptoms regressed or resolved. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: result was not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 26-dec-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhagic menstruation") in a female patient who had essure (batch no. C26959) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pruritus ("itching"), fatigue ("chronic fatigue"), malaise ("daily land-sickness"), memory impairment ("memory more than deficient"), abdominal pain upper ("stomach pain"), alopecia ("hair loss"), balance disorder ("loss of balance"), vulvovaginal mycotic infection ("vaginal mycosis every month"), hyperhidrosis ("sweat more significant"), arthralgia ("significant articular pain"), loss of libido ("loss of libido") and gastrointestinal disorder ("significant intestinal problems"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, pruritus, fatigue, malaise, memory impairment, abdominal pain upper, alopecia, balance disorder, vulvovaginal mycotic infection, hyperhidrosis, arthralgia, loss of libido and gastrointestinal disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, alopecia, arthralgia, balance disorder, fatigue, gastrointestinal disorder, hyperhidrosis, loss of libido, malaise, memory impairment, menorrhagia, pruritus and vulvovaginal mycotic infection with essure. The reporter commented: since essure removal she started to recover - a lot of symptoms regressed or resolved. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: result was not provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(4) 2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.